Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. Evaluation summary: the device was returned for analysis. The reported dislodged/ dislocated stent was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged/ dislocated stent from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the instructions for use (IFU) states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Event description:
It was reported that the procedure was to treat a 99% stenosed, concentric lesion in the below bifurcation circumflex coronary artery. After pre-dilatation with non-specified balloon the 2.5 x 23 mm xience xpedition was advanced to the target lesion and inflated. During intra vascular ultra sound (ivus), it was confirmed that the stent was not deployed in the lesion. The stent implant was found in protective sheath. The device was not inspected before use to see if the stent was on the balloon. A non-abbott drug eluting stent was used to successfully to complete the procedure. There were no adverse patient effects or a clinically significant delay in the procedure reported. There was no additional information provided.